Event description:
Robotic instrument was inserted through canula into patient. After insertion at first use instrument was displayed on screen and it appeared broken. Use of instrument was discontinued. Upon inspection the device was determined to be broken. Pieces were recovered from inside of patient. The pieces were matched to the instrument and it was determined that all pieces were recovered.